Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment interaction with the de novo, heavily calcified, heavily tortuous, approximately 50% stenosed anatomy resulted in the reported resistance; thus resulting in the reported activation failure. Interaction/manipulation of the compromised device during removal resulted in the reported stretched stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 correction: lot # updated from unknown to 5012861d4 correction: updated from unknown to s-55-120-120-p6d4 correction: updated from unknown to s-55-120-120-p6

Event description:
It was reported that the procedure was performed to treat a de novo, heavily calcified, heavily tortuous superficial femoral artery, approximately 50% stenosed. The 5.5x150mm supera self-expanding stent system (sess) was advanced to the lesion. During deployment, resistance was noted with the anatomy. The stent partially deployed and when the sess was pulled back, the stent elongated. The sess was removed with the stent and an unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.